Manufacturer narrative:
This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed oversensing and one ventricular non-sustained tachycardia episode less than or equal to 210 milliseconds was recorded on (B)(4) 2013. A lead integrity alert was triggered on (B)(6) 2013 as well. Concomitant product: (B)(4) implantable defibrillator (B)(6) 2009. (B)(4).

Event description:
It was reported that the right ventricular lead was oversensing and there were non-sustained ventricular tachycardia episodes; a lead integrity alert was triggered. It was also noted that the patient is on dialysis and has a history of electrolyte imbalance and t wave oversensing (twos). The lead remains in use. No patient complications have been reported as a result of this event.